Manufacturer narrative:
Insulin pump passed the displacement and self test. No audio or vibration anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had beep anomaly. Customer said that he has not been get the alarm for low reservoir. Customer states they are having trouble hearing the beeps. The customer¿s blood glucose level was 110 mg/dl. Insulin pump beep during the tone test of the self test but it went form loud to low. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.